Event description:
It was reported that the device was implanted and explanted in 2008 due to 3+ regurgitation that was noted on echo. Reportedly, the stent post may have punctured the posterior leaflet (caught in the posterior leaflet). It was additionally reported that the surgery was difficult due to limited exposure. Reportedly, the device was discarded.

Manufacturer narrative:
Device not returned.